Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. The reporter stated that the batteries had not been lasting long. No additional information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/15/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/31/2014 with the following findings: the pump powered on with the returned battery cap which was able to be fully tightened. A power loss was not duplicated. The battery compartment was observed to be intact. The current draws were within specifications. The pump was removed from the case and there was no evidence of moisture or loose components inside the pump. The black box dates were from 02/26/2014 to 03/06/2014. Two low battery warnings were observed in the black box with evidence of a partially discharged battery installation on 03/04/2014. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.